Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon rupture is an inherent risk associated with this type of device, and given the nature of the product and the procedures in which it is used, this event is considered a known complication. Procedural factors or anatomical features, such as calcification or plaque, may have contributed to the reported issue. As stated in the instructions for use (IFU), complications may occur during the use of embolectomy catheters. These may include, but are not limited to: intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may also occur. The possibility of balloon rupture must be taken into account when evaluating the risks of catheterization procedures. A lot history review was conducted, and no issues were identified in the manufacturing or packaging processes that could be related to this event. All quality control testing met specifications.

Event description:
It was reported that prior to patient use, a pre-use inspection was performed. The physician inflated the balloon and injected normal saline into the guidewire lumen, determining the product to be acceptable before proceeding with the thrombectomy. The catheter tip successfully passed through the stenotic lesion, and the balloon was inflated with the specified amount of normal saline. However, during withdrawal of the catheter, the physician noticed an unexpected lack of resistance. Subsequent external inspection, performed by attempting to inflate the balloon outside the body, confirmed that the balloon had ruptured. The procedure was successfully completed using a spare unit of the same product available at the clinic, with no further issues. No harm to the patient's health was reported.